Event description:
It was reported to gore via the vascular quality initiative (vqi) that on an unknown date in 2015 a patient underwent emergent endovascular treatment of a symptomatic acute dissection in zone 3, which extended to zone 9. The tevar indication was pain and rapid expansion. The primary entry tear was located in zone 3 and was covered. A conformable gore® tag® thoracic endoprosthesis (tgu282810) was implanted within zone 3, with coverage extending distally to zone 4. At the time of the initial procedure, the maximum aortic diameter and was reported to measure 39mm, in zone 5. Additionally branch treatment of the celiac artery (ca), superior mesenteric artery (sma) and left and right renal arteries (lra/rra) was performed. Post branch treatment all were reported to be patent with no coverage of the lsa. No complications were reported and the patient was transferred to the intensive care unit and discharged to home on postoperative day (pod) 6. The maximum aortic diameter within the treated area at discharge was reported to be 39. The patient underwent follow up visits on unknown pod(s): 50, 414, 778, 1163 and 1527. On an unknown date, approximately pod 50, follow up imaging reported the maximum aortic diameter within the treated aorta, evg measured 29mm. On an unknown date, approximately pod 414, follow up imaging reported the maximum aortic diameter within the treated aorta, evg measured 29mm. On an unknown date, approximately pod 778, follow up imaging reported the maximum aortic diameter within the treated aorta, evg measured 32mm. On an unknown date, approximately pod 1163, follow up imaging reported the maximum aortic diameter within the treated aorta, evg measured 34mm. On an unknown date, approximately pod 1527, follow up imaging reported the maximum aortic diameter within the treated aorta, evg again measured 34mm.